Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall events that persisted after pump restart, rewinding, priming, and a successful dry run to 120 units, and the user¿s blood glucose reached 300 mg/dl during the alert sequence. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery requiring troubleshooting and replacement planning. Investigation included product troubleshooting with guidance to perform a dry run, use supplies from a new lot, and evaluation for a replacement ilet. Investigation of this case revealed recurrent consecutive motor stalls despite standard recovery steps. It was concluded that the device exhibited a motor stall malfunction that could not be resolved through user-level interventions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.